Event description:
It was reported that there were allegedly no alarms displayed at the central station. The physician reported that a lead cable had fallen off the pt. A pt death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.